Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan USA, alleging that his onetouch verio iq meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient reported he was unable to confirm when the meter issue began, he reported that he obtained blood glucose readings of ¿162 and 254 mg/dl¿ on the subject meter, the tests were performed greater than 20 minutes of each other. The patient stated that he manages his diabetes using metformin and humulin insulin, and there is no evidence he made any changes to his normal diabetes management regimen. The patient reported that, at an unknown time after the alleged inaccurate readings, he developed symptoms of ¿hot, sweaty and weak¿, initially he self-treated the symptoms with ¿drinking crystal light¿. He then attended the hospital, and was treated by emergency services with ¿IV glucose¿. The patient could not confirm the result from the emergency services meter. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly, developed signs/symptoms suggestive of a serious injury adverse event and received hcp treatment/medical intervention for an acute blood glucose excursion after the alleged product issue began.